Event description:
It was reported that the event involved a male patient (pt) while in the intensive care unit (ICU). The pt expired approximately two days after intra-aortic balloon (iab) therapy began. It was verbally reported to the distributor that the pt's death was not related to the intra-aortic balloon pump (iabp) support. Indications for use: counter pulsation support post sudden cardiac arrest (sca) and earlier percutaneous coronary intervention (pci). The iab was inserted through the sheath via femoral artery with no issues. The normal balloon pump check was performed at 0900 hr on (B)(6) 2011 and no irregularity was noted at that time; in particular there was no record of blood in the gas driveline. At an undefined time after 0900 hrs, the staff reported that the iabp high presence of blood in the helium driveline. The staff member noted that the loss of gas alarm was not activated. The staff member immediately turned the ratio to 1:4. It is not clear how long pumping continued following the change of ratio. As a result, the iab was reported to have been removed at 2 pm on (B)(6) 2011. Pt was reported to have suffered a femoral artery tear on removal of iab. A "fern stop" device was applied for 1 hour, but did not work so the pt was sent to surgery for repair of the femoral tear on (B)(6) 2011 and returned from surgery to ICU the same day. It was reported that a clinical decision was made not to replace the iab and to discontinue counter pulsation therapy. Strips were generated by the hospital, but were not kept. The pt case was referred to the coroner for investigation, report pending. It was noted that the iabp used was pump iap-0500 serial #(B)(4).

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.